Manufacturer narrative:
(B)(4). On (B)(4) 2012 per service report (B)(4) that is associated with this complaint, the rfd was cleaned and preventative maintenance testing and safety check to factory specifications was performed. Reference: complaint (B)(4).

Event description:
On (B)(6) 2010 at the (B)(6), the rotaflow drive unit(rfd) serial number (B)(4) being used as an ECMO unit displayed an error message on the screen and shutdown. This event occurred when the rotaflow was being used on battery while transporting a patient. Reference: complaint (B)(4).